Manufacturer narrative:
The mcs tip cover accessory was discarded by the site and will not be returned to isi for failure analysis investigation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted procedure, the mcs tip cover dislodged from the mcs instrument and fell into the patient. The tip cover was retrieved and there was no report of patient harm, adverse outcome or injury. At this time, it is unknown what caused the tip cover to fall into the patient.

Event description:
It was reported that during a da vinci assisted surgical procedure, while the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed was being removed from the patient, the mcs tip cover fell into the patient. The tip cover was removed from the patient. There was no report of any patient harm, adverse outcome or injury due to the reported event. On 11/18/2016 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) to obtain additional information regarding the reported event. According to the csr, he was present during the surgical procedure when the reported issue occurred. The csr indicated that after the mcs instrument was removed from the patient, it was observed that the tip cover was not installed on the instrument. The tip cover was removed from the patient using traditional laparoscopic techniques. It was not observed that the tip cover was over installed on the mcs instrument during intra-operative use; however, it was noted that while the mcs instrument with the tip cover installed were being advanced into the patient, resistance was noted. The site inspected the tip cover after it was retrieved from the patient and there was no noticeable damage observed. The csr indicated that the site discarded the tip cover.